Manufacturer narrative:
This unit was confirmed to operate per MFR's specs. The MFR has not been able to reproduce the reported event in extensive lab testing, including stress testing in adverse environments (high temperature, high humidity, exposure to electromagnetic fields). Direct exposure of components to harsh environmental conditions also failed to yield results. It is possible that this report was due to a clinical event, but this cannot be confirmed. Accordingly, this unit has been removed from use and this hosp has been given a replacement unit.

Event description:
This hosp reported that this unit appeared to be delivering a tidal volume of approx 2200ml with a tidal volume setting of 800ml. This occurred intermittently; 3 times within several mins. This unit was removed from svc and routed to the MFR for investigation. The hosp reported that there was no injury associated with this event.